Manufacturer narrative:
The samples were plasma and were collected in lithium heparin pst tubes. The sample from patient number 1 appeared cloudy. Qc was within specifications before and after the erroneous results. Customer repeated qc and patient samples that resulted during the same time frame. All results repeated and qc was within specifications. A field service engineer (fse) was on site in 2008: fse performed a pm (preventive maintenance that was scheduled to be done. Fse verified the sample probe alignments and performed carryover testing and system check, all passed within specifications. Fse verified repair per established procedures. Results met published performance specifications. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for two patients. A patient sample when tested for accutni gave a result of 10ng/ml and upon repeat the result was in the "normal range". The exact results however, were not supplied. Upon repeat on a different instrument, this sample gave a result of 0.01 (units not supplied). Another patient's sample when tested gave a result of 4.39 ng/ml and when re-tested after re-spinning, it gave a result of 0.06ng/ml. The erroneous results were reported outside of the laboratory. Patient number two was sent to the critical care unit (ccu) but no invasive procedures were performed.